Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022, a fibulink was used and the suture bridge broke while taking x-rays. Most fragments were removed but the tibia screw stayed in the tibia because it would not come out past the plate. The surgery ended up being fine just had to leave the tibia screw in. There was no surgical delay. The patient was doing well. The surgery was completed. This complaint involves one(1) device fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part # fgs-1000; synthes lot # 21e037; supplier lot # 21e037; release to warehouse date:02 feb 2022; supplier: robling medical,inc. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.